Event description:
The patient reported hearing a critical pump alarm and he had some withdrawal symptoms; the symptoms were not specified. The pump wa interrogated and the logs revealed a sequence of motor stalls over the last couple of days; the last stall occurred in 2009 and did not recover. The doctor wanted the pump replaced immediately; the pump was replaced. The patient recovered without sequela. There was no patient injury. The patient was doing fine since the pump replacement. The device system was used to deliver dilaudid, bupivacaine, and clonidine.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.